Event description:
The device was used during an unknown procedure. It was reported by the rep, balloon burst. There was no consequence to the pt.

Manufacturer narrative:
Ab) the insts. Were received with small holes/rips in the balloon. A) a jagged 's' shaped rip was found that 270 degrees from the stopcock position in the proximal portion which was 1/4" in height. There was an abrasion mark which was perpindicular to the 's' shaped rip and was approx. 1/8" in length. There were 2 ID in the proximal portion located at the 's' rip which were 1/8" in length and were 3/16" below the 's; shaped rip. B) the inst. Was received with permanent blue ink marks circuled onto the balloon, located in the proximal portion. Inside the marked circles were 2 small cuts. Abrasion marks were observed in the balloon. Ab) the balloons were examined under a 20x microscope and no conclusion could be reached as to how the balloons had become damaged. Ab) each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.